Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported adverse impact to the customer¿s blood glucose level. Issue occurred before contact with support and resolved when pump began charging, customer did not change charging supplies, and no additional assistance was required.